Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the rectum during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, at the one hour mark, the 1.5mm electrode was noticeably missing. The physician pulled the knife out and the electrode was no longer attached and was inside the patient. The tip was not removed and was left inside the patient to pass naturally. The procedure was completed with another orise proknife. There were no patient complications reported as a result of this event.